Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. D10: (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-32 - threaded pin size 3.0 collarless. (B)(6), a10012 - gps implant kit v2.

Event description:
As reported, approximately five years post initial right tka, the 56 y/o male patient was revised due to polyethylene wear and femoral loosening, as a result of osteolysis. The patient was revised to a size 4 femoral component and a size 4 tibial insert. There was breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h11. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that there appears to be evidence of third body wear on the articular surface of the tibial insert. Third body wear occurs when a third body, such as a fragment of bone or bone cement, gets trapped between the articulating surfaces of the tibial insert and femoral component. As the patient moves, the third body creates scratches, and sometimes pitting, on the surface of the tibial insert. The patella appears to have some scratching, and damage along the edge of the patella. Both damage patterns appear consistent with tool damage sustained during device removal. The retained bone adhered to the porous surface of the femoral component, which appears consistent with fixation between the femoral component and the patient¿s bone. The absence of bony ingrowth may be indicative of femoral loosening. However, this cannot be confirmed from the available information. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from tibial insert prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. The patella wear could not be confirmed from the provided information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.